Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected d3 manufacturer email, corrected h6 type of investigation. The following information was requested, but unavailable: could you please provide more details about the case? Unk. Please provide the lot number: unk.

Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide more details about the case? Please provide the lot number: please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to (B)(6). The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, the handle came off and it couldn't be used. Another device was used to complete the case. No device will be returning. No further information is available. There were no adverse consequences reported. Additional information was requested.